Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, underwent a system revision due to oversensed noise on both channels and a suspected device header anomaly. Pacing inhibition with greater than 2 seconds of asystole was observed. It was noted that this pacemaker was implanted subcutaneously. The leads were tested on the pacing system analyzer (psa), however the reported noise was not reproducible and lead measurements were within normal limits. The pacemaker was explanted and replaced, and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, underwent a system revision due to oversensed noise on both channels and a suspected device header anomaly. Pacing inhibition with greater than 2 seconds of asystole was observed. It was noted that this pacemaker was implanted subcutaneously. The leads were tested on the pacing system analyzer (psa), however the reported noise was not reproducible and lead measurements were within normal limits. The pacemaker was explanted and replaced, and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.